Event description:
It was reported by the surgeon the device blade cut and the staples went all over the body. There was a bleeding artery. No additional info available.

Manufacturer narrative:
Date sent: 11/4/08. Info anticipated, but unavailable at this time.